Event description:
During a clinical trial sponsored by biosense webster inc., it was reported that a patient with medical history of systemic hypertension received a cardiac ablation index procedure for persistent atrial fibrillation on (B)(6) 2023 including the use of a qdot micro catheter. On the procedure day (B)(6) 2023, patient experienced steam pop and moderate pericardial effusion without cardiac tamponade or haemodynamic instability categorized as serious with in-patient or prolonged hospitalization requiring medical or surgical intervention of pericardial drainage. Admitted to hospital on (B)(6) 2023 and discharged on 10-feb-2023. Relationship to study device is not related but relation to primary study procedure is causal relationship. The event happened with the radiofrequency ablation by the qdot catheter. The event was expected/anticipated, and the outcome is recovered/resolved with end date of (B)(6) 2023. Although the diagnosis refers to ¿without cardiac tamponade or haemodynamic instability¿ the event necessitated a medical intervention of drainage marked as ¿surgical intervention¿ and clinically qualifies the event to be coded as cardiac tamponade. Ngen generator parameters qmode+ 85w, 47 cut-off. The length of the ablation cycle when the steam pop was observed at the same tip position was 04 seconds because it was a qmode+ ablation. No errors reported by the biosense webster systems.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on (B)(6), 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).